Event description:
Recent fem-pop bypass operation. Sudden blowout near proximal anastomosis. Patient lost 2 liters of blood and is currently in itu and stable. Surgeon using autologous vein out of caution (was going to use another artegraft) later in the evening received a message to say the patient was likely to have an amputation.

Manufacturer narrative:
The graft was not received for evaluation after being implanted. Product batch 25b069-002 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. Device history record review did not show any anomalies. A review of complaints was completed and there were no additional complaints were reported for 25b069, or any issues noted. Due to limited available information, a definitive root cause cannot be determined at this time. However, a potential contributing factor may be the hospital's surgical technique. Possible use errors include: failure by the healthcare provider to apply proper and accepted vascular surgical and tunneling techniques, or inadvertent damage to the graft during handling, which may impair its intended function. These errors could result in graft leakage or bleeding during or after implantation, weakening of the anastomotic connection due to twisting or tension during the procedure, or compromised anastomotic integrity due to poor or inadequate suturing. Current controls in place include the instructions for use (IFU)' document ls 012, which is provided with each graft in accordance with processing the artegraft collagen vascular graft' ps 001. The latest revision of ls 012 is also available in digital format. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. A follow-up report will be filed if additional information is received. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.